Manufacturer narrative:
The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull blade is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the knives are not sharp enough. Upon follow up it was informed that the reported issue occurred in an unspecified quantity of eye procedures. To resolve the issue the reported informed that the product has been replaced without consequences to patients. Additional information has been requested for this report. Additional information has been requested for this report. There is no product sample available.